Event description:
The following was reported to hamilton medical ag: "biomedical informed us that the machine has an issue and is showing a 'self test failed' error." Self test failed, 431002, need to cross checked with blower assembly. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).